Manufacturer narrative:
B4: aware date correction: 28-jun-2021. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.50/1.5/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This did not resolved the problem.cause of the event is reported as unknown. See MFR # 2021-02644 for claim against the initial lens.